Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was noted to have migrated out of it's correct pocket position, resulting in the patient feeling discomfort. The device was explanted to resolve the event and the patient was in stable condition.